Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump, while in use with the patient, was not fully infusing/ infusions being interrupted and not sure if the issue was due to the cassette or the tubing. There was an 'air in-line' alert and the infusion stopped. The outcome of the event resolved. No patient injury reported.